Event description:
We were informed on february 20, 2025, about an event that occurred during a deep brain stimulation (dbs) procedure in which bleeding was observed during insertion of the recording electrode of a non-bsc device into the left brain. There was no paralysis, however the procedure was aborted.